Event description:
It was reported to boston scientific corporation that a zero tip retrieval basket was used during a procedure on (B)(6) 2011. The patient identifier, age, date of birth, sex and weight are all unknown. According to the complainant, one of the basket wires fragmented into two pieces when it was hit with a laser during the procedure. All of the pieces were retrieved using grasping forceps and the physician completed the procedure with another of the same device. There were no patient complications as a result of this event and the patient's condition post procedure was fine.

Manufacturer narrative:
Device not available for evaluation - device disposed: the complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental report will be filed.